Event description:
Received information stating that customer received an altitude alarm. Reportedly, the customer wears the pump in the shower daily and swims with the pump five days per week. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.